Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the device's therapy pcb assembly, therapy connector, and power pcb assembly, which resolved the reported issue. Physio then observed the device powered off and would not power back on. Physio-control further evaluated the customer's device and determined that the cause of the reported power issue was due to the device missing the power software. Physio replaced the device's power pcb assembly to resolve the reported power issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use. The root cause for the device not delivering defibrillation energy could not be determined.

Event description:
Physio-control was performing preventative maintenance on a customer's device and observed that the device was not delivering any defibrillation energy when shocking. As a result, defibrillation therapy may be unavailable, if needed. There was no patient use associated with the reported event.